Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 4. Reference reports: #1627487-2013-15493; #1627487-2013-15494; #1627487-2014-15545. Following review of the medical records, it was determined the patient's ipg and leads were explanted on (B)(6) 2013.

Event description:
Device 3 of 4. Reference MFR report: 1627487-2013-15493, reference MFR report: 1627487-2013-15494, reference MFR report: 1627487-2013-15545.